Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm3) holding the endoscope had axis 3 retract into the cannula without the user's input and then the user experienced nonintuitive motion on the instrument which they resolved with redocking usm3. No related errors were observed in the logs. Csr stated that this occurred previously on an unreported date. Customer proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer report, "I was not in the procedure at the time. When I arrived in the room, I was told that camera arm had faulted and they were actively troubleshooting the issue. Once they cleared the camera fault, they reinserted the camera into arm 3 and that is when the surgeon said the instrument arms started acting nonintuitively. The arms were removed, undocked, and then redocked. By the time I arrived in the room, the issue had been solved and they were operating normally again. Prior to this issue, the surgeon had been on the console for an hour or two without any issue. I informed the field engineer but have not had any further updates yet. I don¿t have any patient specific information other than that the procedure was a right upper lobectomy being performed by dr. (B)(6) pettiford."

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Customer resolved the issue by redocking usm3; however, fse replaced the universal surgical manipulator (usm2) for prevention maintenance purposes. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm the customer reported complaint. The unit was tested on an in house system and passed normal mode. The unit was also tested on a pftp and passed lissajous, sensor check and sine cycle, but failed very slow speed pitch friction tests. After further investigation, the pitch motor rotor, harmonic drive and the joint 3 bearings will be replaced. In addition, the unit also had a reported failure for carriage strength. The reported failure (carriage strength) was not confirmed nor replicated. After further investigation, per eco c273681 the carriage will be upgraded to -16 and the carriage top plate will be replaced as fix. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.